Event description:
Rptr had bilateral augmentation mammoplasty done on 10/9/91. Her right breast feels good, no problems, starting to sag a little and looks unnatural. Her left breast is as hard as a rock. It has so much scar tissue in it it has not settled and now her breasts look different. Rptr has also lost feeling and sensation on the lower half of her left breast. It looks very abnormal and is becoming painful.